Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video cable broken, r-unit (charged coupled device) is broken, light guide bundle of the insertion section is broken, and light transmission is not given or too low. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: video cable is broken and therefore the image is not displayed, r-unit is broken and therefore the 3d image has defects or is not displayed, light guide bundle of the insertion section is broken and therefore the light transmission is not given or too low. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during the procedure, the rigid videoscope had no picture. There was a communication error and the pins on the video unit needed cleaning. The error was identified, and an attempt was made to clean the pins on the video connector, but this did not resolve the issue. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that during the procedure. The rigid videoscope had no picture. There was a communication error. And the pins on the video unit needed cleaning. The error was identified. And an attempt was made to clean the pins on the video connector, but this did not resolve the issue. There were no reports of patient harm.